Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.2685¿ x 0.2610¿ was not returned with the instrument. Components adjacent to this broken main tube show damage. The distal end is completely broken off. Additional observations related to customer reported complaint: the instrument was found to have a broken proximal clevis at the base of the clevis. There were no broken pieces observed. Clevis does show abrasions. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. Both grip and pitch cables are broken. The instrument was found to have a broken distal pitch cable at the proximal clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The main tube and proximal clevis are broken. The instrument was found to have a broken grip cable at the proximal clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found damaged components that could have contributed to the cable breaking. The main tube and proximal clevis are broken. The instrument was found to have an indentions/burrs on the proximal clevis. The indention was located at the base of the proximal clevis. The event caused partially or wholly by the user of the device including sample handling. The instrument was found to have a broken conductor wire at the proximal clevis. Electrical continuity test could not be performed as the distal end is detached. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do show damage. The distal end is detached from main tube. Common causes of the failure mode broken instrument main tube are attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can also lead to damage. Common causes of the failure mode broken instrument proximal clevis are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument proximal clevis. Common causes of broken - distal instrument pitch cables, whether partial or full, may be attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing. Common causes of broken instrument conductor wire - bipolar are attributed to when the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductors wire out of the routing groove.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: cadiere forceps suddenly snapped while retracting the lungs. The procedure was left upper lobectomy. There was no tissues in between the jaws so the assistant took the instrument out. Also, japan sc and fse confirmed that the reported damaged spot was the collar and the part never enter enter patient body. Therefore, there is no possibility of fragment fall into patient by the damaged collar.